Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(4) registry, subject: (B)(4). Treatment of a large unruptured fusiform sidewall aneurysm measuring 10mm x 5mm located in the left ica (internal carotid artery). The patient presented with symptoms of headache. Aspirin and plavix was given to the patient prior to the procedure and heparin was given intra-operatively. On (B)(6) 2013, the patient underwent pipeline (3.50mm x 25mm) embolization treatment without issues. Post procedural angiogram showed complete occlusion of the aneurysm. On (B)(6) 2013, angiogram revealed the pipeline had migrated. No adverse events were associated with the migration. On (B)(6) 2013, the patient underwent retreatment and an additional pipeline was added without issues. The patient was on plavix and aspirin at the time of the procedure. Post procedural angiogram showed a residual aneurysm. No patient injury was reported as a result of the procedure.